Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled pacemaker implant procedure in (B)(6) 2012. Subsequently, boston scientific received information that this local representative contacted technical services two days later to report that this right atrial (ra) lead was exhibiting a change in sensing from 1.0 mv to 0.2 mv with intermittent capture and high pacing thresholds (4.5 volts at 1.0 ms). The ra output was reprogrammed to 6.5 volts at 1.0 ms and the physician plans to continue monitoring. The ra sensitivity was reprogrammed to 0.15 mv. The patient was designated as "do not resuscitate" (dnr) and was transported to hospice because of respiratory failure. Subsequently, boston scientific received information that this local representative contacted technical services that this patient expired. According to the local representative, the physician indicated that the patient's death may have been related to aspiration that may have occurred at the time of the procedure. The local representative was contacted who did not have any additional information concerning this event. The local representative was not aware that the physician confirmed aspiration as a contributor to the death of this patient but was merely speculating.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.